Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and the left coil had migrated out of her fallopian tube this event is anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given its nature, the event left coil had migrated out of her fallopian tube was considered related to essure. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of her fallopian tube") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), vaginal discharge ("irregular vaginal discharge"), migraine ("migraines"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2015, bilateral salpingectomy). Essure was withdrawn. On (B)(6) 2015, 1044 days after starting essure, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased and procedural pain had resolved. The reporter considered device dislocation, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased and procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was full occlusion of fallopian tubes. On (B)(6) 2015: ultrasound scan result was left coil had migrated out of fallopian tube (abnormal nos). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and the left coil had migrated out of her fallopian tube this event is anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus or out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown; however, given its nature, the event left coil had migrated out of her fallopian tube was considered related to essure. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of her fallopian tube/migration of essure device location of device: unable to locate left essure coil at the time"), bipolar disorder ("bi-polar disorder") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2009 to (B)(6) 2010, birth control pills from 2004 to (B)(6) 2009 and depo-provera in 2009. Concurrent conditions included asthma and gallstones. Concomitant products included fluticasone propionate (flonase), omeprazole, propranolol, propranolol (inderal), salbutamol (albuterol) since 2008, simvastatin, topiramate and valproic acid. On (B)(6) 2012, the patient had essure inserted. In 2011, the patient experienced abdominal pain ("abdominal pain") and anaemia ("anemia"). In 2012, the patient experienced bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/vaginal bleeding"), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), headache ("migraines / headaches") and nausea ("nausea"). In 2013, the patient experienced fatigue ("fatigue/fatigue"), micturition urgency ("bladder or urinary problems or changes, urgency, urinary incontinence") and urinary incontinence ("bladder or urinary problems or changes"). In 2015, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge"). On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe lower abdominal pain/cramping"). The patient was treated with ibuprofen, tramadol, surgery (bilateral salpingectomy, hysterectomy (partial),) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased, procedural pain and vaginal haemorrhage had resolved, the bipolar disorder, menorrhagia, anxiety, micturition urgency, urinary incontinence, nausea, abdominal pain and anaemia outcome was unknown and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, micturition urgency, migraine, nausea, procedural pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Successful placement of essure implants. The right tube had 3 coils visible. Discrepancy in date of insertion of essure (B)(6) 2012 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: full occlusion of fallopian tubes ultrasound scan: on (B)(6) 2015: left coil had migrated out of fallopian tube (abnormal nos) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, abdominal pain, bipolar disorder, headache, dyspareunia, urinary incontinence. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received: new reporters added. Lot number added. Product insertion date updated. Event per pfs: anemia added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of her fallopian tube/migration of essure device location of device: unable to locate left essure coil at the time") and bipolar disorder ("bi-polar disorder") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera in 2009. Concurrent conditions included asthma and gallstones. Concomitant products included fluticasone propionate (flonase), omeprazole, propranolol, propranolol (inderal), salbutamol (albuterol) since 2008, simvastatin, topiramate and valproic acid. In 2012, the patient experienced bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("anxiety"), headache ("migraines / headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced fatigue ("fatigue/fatigue"), micturition urgency ("bladder or urinary problems or changes, urgency, urinary incontinence") and urinary incontinence ("bladder or urinary problems or changes"). In 2015, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge"). On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("severe lower abdominal pain/cramping"). The patient was treated with ibuprofen, tramadol and surgery (bilateral salpingectomy, hysterectomy (partial),). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased, procedural pain and vaginal haemorrhage had resolved, the bipolar disorder, menorrhagia, anxiety, micturition urgency, urinary incontinence, nausea and abdominal pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, micturition urgency, migraine, nausea, procedural pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Successful placement of essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2015: left coil had migrated out of fallopian tube (abnormal nos) quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: bipolar disorder, anxiety, bladder or urinary problems or changes urinary urgency, incontinence, headaches, nausea, abdominal pain were added. Patient's medical history was added, concomitant medications added. Event outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left coil had migrated out of her fallopian tube/migration of essure device location of device: unable to locate left essure coil at the time"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and bipolar disorder ("bi-polar disorder") in a 25-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from 2009 to (B)(6) 2010, birth control pills from 2004 to 2009 and depo-provera in 2009. Concurrent conditions included asthma and gallstones. Concomitant products included fluticasone propionate (flonase), omeprazole, propranolol, propranolol (inderal), salbutamol (albuterol) since 2008, simvastatin, topiramate and valproic acid. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)/menstrual pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches"), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/vaginal bleeding"), anxiety ("anxiety"), headache ("migraines / headaches") and nausea ("nausea"). In 2013, the patient experienced fatigue ("fatigue/fatigue"), micturition urgency ("bladder or urinary problems or changes, urgency, urinary incontinence") and urinary incontinence ("bladder or urinary problems or changes"). In 2015, the patient experienced vaginal discharge ("irregular vaginal discharge/vaginal discharge"). On (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("severe lower abdominal pain/cramping"), abdominal pain ("abdominal pain") and anaemia ("anemia"). The patient was treated with ibuprofen, tramadol, surgery (bilateral salpingectomy, hysterectomy (partial),) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased, procedural pain and vaginal haemorrhage had resolved, the menorrhagia, bipolar disorder, anxiety, micturition urgency, urinary incontinence, nausea, abdominal pain and anaemia outcome was unknown and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, micturition urgency, migraine, nausea, procedural pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Successful placement of essure implants. The right tube had 3 coils visible. Discrepancy in date of insertion of essure (B)(6) 2012 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: full occlusion of fallopian tubes ultrasound scan - on (B)(6) 2015: left coil had migrated out of fallopian tube (abnormal nos) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nausea, abdominal pain, bipolar disorder, headache, dyspareunia, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.